Event description:
During an in clinic follow up, it was noted there was an episode of ventricular tachycardia (vt). The device delivered a shock, however, it failed to terminate the arrhythmia. The arrhythmia terminated on its own. It was suspected the ineffective shocks were due to the programmed settings. Technical support was contacted and recommended reprogramming. The device was explanted and replaced due to normal elective replacement indicator (eri). The new device was programmed as recommended by technical support to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, it was noted there was an episode of ventricular tachycardia (vt). The device delivered a shock, however, it failed to terminate the arrhythmia. The arrhythmia terminated on its own. It was suspected the ineffective shocks were due to the programmed settings. Technical support was contacted and recommended reprogramming. The device was explanted and replaced due to normal elective replacement indicator (eri). The new device was programmed as recommended by technical support to resolve the event. The patient was stable.